Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and self test. No pump error alarms noted during testing. A different pump error alarms was noted during rewind due to severe corrosion on motor home switch. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error alarms. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and corrosion on force sensor assembly.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump alarmed pump error during self test. The insulin pump was returned for analysis.